Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not operational. Defibrillation may not be possible, if it were necessary. No further details about the event were provided. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. A review of the device's electronic record indicated that the trasmit button, on the small keypad assembly, was shorted. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The initial medwatch report stated the date of event as (B)(6) 2018. The initial medwatch report should have indicated (B)(6) 2017.